Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to contamination on ca board component j502 which caused an open f600 fuse. The root cause for the contamination was ingress of an unknown liquid. The root cause for the open fuse could not be positively identified. . Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.